Event description:
It was reported that the procedure was to treat a heavily calcified lesion in the mid left anterior descending artery (lad) with moderate tortuousity. During pre-dilatation with the trek 2.5 x 20 mm, a dissection occurred. The absorb bvs was advanced, but was unable to cross the lesion because it met strong resistance proximal in the vessel. The patient was referred to surgery and is doing well. It is the physician's opinion that the dissection occurred due to the properties of the lesion and not due to a malfunction of the trek balloon. No additional information was provided.

Manufacturer narrative:
(B)(4). There was no reported product deficiency. The reported patient effect of vessel dissection is also listed as a known adverse event in the instruction for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design or labeling.